Event description:
It was reported pt was admitted to intensive care unit for pulmonary embolism. Pump contained dilaudid and dispensed 6 microliters per day. At the time of this report, no further info was provided. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).